Manufacturer narrative:
Additional information was received that the ipg was explanted and replaced in order to accommodate the 32 contact paddle.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No device malfunction was suspected.